Manufacturer narrative:
Manufacturer¿s ref. (B)(4).. Information regarding patient identifier, date of birth, race, and ethnicity was not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31540342) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 9275830) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31540342) and could not pass through the microcatheter. The physician attempted to retract the stent; the stent component was found prematurely detached from the delivery wire in the microcatheter. The physician removed both devices and replaced them with new devices to complete the procedure. There was no report of any negative patient impact. On 08-jan-2026, additional information was received. Per the information, the procedure was targeting the m1 segment of the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. The stent was reported to be damaged when it was removed, however, what damage was noted was not provided. The replacement stent was a 4mm x 23mm enterprise 2 of the same catalog number (encr402312). The replacement stent was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The visual analysis identified evidence that the device was not utilized as directed in the instructions for use, as the delivery wire was found inserted in reverse orientation in the microcatheter. One longitudinal cut was found at 9.0 cm from the distal end of the microcatheter, and proximal end of the delivery system was protruding from the cut. The reported issue in the complaint cannot be confirmed through functional evaluation due to the condition of the returned device. A review of manufacturing documentation associated with this lot (31540342) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.